Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The stm observed code 43 in the iabp's error log; however during testing this problem was not reproducible. The stm performed fo test and all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) gave an a.p. Optical sensing module failure alarm. After replacing the cs300 iabp with another iabp this problem was solved, and the therapy was resumed. There was no harm or injury to patient and no adverse event was reported.